Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention occured. . There was no additional information provided.

Manufacturer narrative:
The device has been received y depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information become available, a supplemental report will be sent. (B)(4).